Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a damaged grommet, foreign material on set screw, a loose/detached set screw, and a damaged set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a replacement procedure, the physician tried to put a lead into the superior vena cava (svc) port of the new cardiac resynchronization therapy defibrillator (crt-d), but it was not possible as the setscrew was already tightened out of the box. The physician tried to turn back the setscrew but it was very difficult. At the end, it was possible to put the lead in the port, but not possible to tighten the setscrew. The device was not used and replaced. No patient complications have been reported as a result of this event.